Manufacturer narrative:
Additional information: previously reported g3 should have been 14 feb 2020 rather than 17 feb 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited high impedance. The physician capped and replaced the lead on 14 feb 2020. The patient was in stable condition.